Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned device found that the anchor required excessive force to remove from the driver. The cause of the issue could not be determined.

Event description:
It was reported that patient underwent procedure utilizing suture anchors on (B) (6) 2010. During the procedure, three suture anchors from the same lot would not deploy from the drivers. There was no delay to the procedure or injury to the patient as a result.